Manufacturer narrative:
H6: investigation summary bd received 900 samples for investigation. The samples were evaluated by visual examination and no defects were observed. Ten of the (B)(4). Samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported the bd vacutainer® lithium heparinn 75 usp units blood collection tubes experienced underfill or low draw of a tube with blood . The following information was provided by the initial reporter. The customer stated: "the lab at methodist has pulled about 10 trays (100 each) of these blood tubes. The vacuum in these tubes were tested and all the ones with this particular lot # (0044166) are all bad." Additional information received 04/06/2021: how many units (tubes) affected? Unk but we pulled 10 pks with the lot number identified ¿ what is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) All tubes drawn with this lot for ionized calcium which must be full tube ¿ what is the labeled draw volume (2ml, 3mletc)?4.0ml ¿ what was the level of tube fill? (Fill volume is near zero) ¿ how was the tube rejected (i.e; at the collection, by the lab, by automated fill level sensing, etc.)? By lab staff prior to testing ¿ what was the tube¿s expiration date? 6/30/2021 ¿ how was the tube drawn? Syringe ¿ was a discard tube used? Sometimes ¿ was a successful draw achieved with the same lot? Not that we are aware of ¿ is this happening with one particular department, unit, and shift, time of day or person? No , specific to lot , once a new lot was used the problem was resolved ¿ how many locations affected: inpatient.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd vacutainer® lithium heparinn 75 usp units blood collection tubes experienced underfill or low draw of a tube with blood . The following information was provided by the initial reporter. The customer stated: "the lab at methodist has pulled about 10 trays (100 each) of these blood tubes. The vacuum in these tubes were tested and all the ones with this particular lot # (0044166) are all bad." Additional information received (B)(6) 2021: how many units (tubes) affected? Unk but we pulled 10 pks with the lot number identified what is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) All tubes drawn with this lot for ionized calcium which must be full tube. What is the labeled draw volume (2ml, 3mletc)?4.0ml. What was the level of tube fill? (Fill volume is near zero). How was the tube rejected (i.e; at the collection, by the lab, by automated fill level sensing, etc.)? By lab staff prior to testing . What was the tube¿s expiration date? (B)(6) 2021. How was the tube drawn? Syringe. Was a discard tube used? Sometimes. Was a successful draw achieved with the same lot? Not that we are aware of is this happening with one particular department, unit, and shift, time of day or person? No , specific to lot , once a new lot was used the problem was resolved. How many locations affected: inpatient.